Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy skin irritation under the front left therapy pad. Patient reported that it looks as if it was rubbing. The patient's physician adjusted his medication. Follow up indicated that the irritation has cleared up.